Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported that a double procedure was being performed and in between the egd and the colonoscopy, while the tech was doing a bedside pre-clean of the egd scope, the processor went into sleep mode on it's own. The touch panel and procedure monitors went completely black. Per larry leins (pentax sales), this occurred while chris and I were at the site, and we were told that they exact same thing had happened on monday in their other procedure room. Fortunately this incident occurred while the scope was outside of the patient. They were able to press the power button and bring up the processor and monitors. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Correction information: g2: report source (checked "foreign", so fixed it.) G6: follow up #2 h2: if follow-up, what type?

Manufacturer narrative:
Evaluation summary: the cause of the event was investigated, but no abnormalities were found in the product. In addition, DHR's investigation also confirmed that all tests were passed in the inspection at the time of shipment. Even if the event occurs, the device can be started by pressing the power switch again, so safety is not affected.